Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash under the therapy pads and electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended vealipogel lotion for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.